Manufacturer narrative:
Model number: 72404127, lot number: 1000154099, model description: control pump fgs iz. Model number: 72400024, lot number: 1000160141, model description: balloon fgs 61-70 cm. Device evaluation: the ams 800 cuff was visually inspected and functionally tested. Blood was observed in the cuff. There was a leak in the cuff shell that was the result of fatigue. The ams 800 control pump was visually and microscopically inspected. No leak was found. The pump appears to be contaminated by tissue and the resistor appears to be obstructed. The ams 800 balloon was visually and microscopically inspected. No leak was found. The balloon shell appears to be contaminated by body fluids.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because it stopped working and the patient experience recurring incontinence. Prior to the replacement surgery the physician tried to cycle the pump in the office but was unable to. A new aus device was implanted. Additional information received states there was a leak in the system. "Upon explanting device dr found saline to be discolored in prb."